Event description:
It was reported that during a stenting treatment procedure, the "stent shifted from the balloon." Target lesion details are unknown. The 2.25x24mm promus element coronary drug-eluting stent was implanted. At an unknown time during the procedure "the stent shifted from the balloon, remaining implanted." Additional information has been requested and is not available.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).